Event description:
It was reported the implanted intraocular lens(iol) was removed and replaced without complication at 2 weeks post-operative, due to the improper iol power implanted.

Manufacturer narrative:
The intraocular lens (iol) was received and the diopter measured correct as labeled, 21.0 diopters. Resolution, astigmatism and focal length met all manufacturing specifications. While we were unable to determine the definitive cause of this event, our investigation reasonably suggests, it is not manufacturing related.